Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the white twist clamp (twist sleeve) of the transfer set "came apart". This occurred during use of the device for peritoneal dialysis therapy. The patient was given prophylactic antibiotics as precautionary measure of infection. There was no patient injury associated with this event. No additional information is available.